Event description:
The customer tested his blood glucose using his contour usb meter and received a reading of 20 mg/dl. He retested using his contour meter and received a reading of 130 mg/dl. On another occasion, the usb meter read 35 mg/dl, while contour read 160 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left that gave the low results. Replacement test strips and a new meter were sent to the customer.